Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis noted the customer did not provide a complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.205 x 0.335 was not returned with the instrument. The root cause is associated with mishandling/misuse. The instrument was also found to have a broken pitch cable and broken grip cables. The cables were broken at the distal main tube. The root cause of broken grip cable is attributed to a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque and manufacturing tolerances are a few variables which can influence pitch cable failure. Please note: the entire distal wrist (grip tips, distal and proximal clevis, and distal pulleys, etc.) Were not returned. Visual inspection could not be performed on distal components due to the returned condition of the instrument.

Event description:
An unknown issue was reported by the customer for the instrument tip-up fenestrated grasper. The procedure was completed with backup da vinci instrument of the same kind with no reported injury. Also, it was confirmed that there was no fragment fall into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter informed that all instruments are sent to isi for evaluation.